Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a battery voltage of 3.14 and a charge time of 8.7 seconds at implant. The box for the crt-d was labeled with a battery voltage of 3.25 volts. The device was reported to be at room temperature. No adverse patient symptoms were reported.